Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced a blood glucose of 600 mg/dl. When the infusion set was pulled out, threw as a kink in it. The insulin pump had reportedly not alarmed no delivery. The customer was treated with a shot. Troubleshooting was performed. The drive support cap appeared normal. During manual prime, insulin exited the tubing and no leaks or air were found. Insulin pump history was found to be accurate. It was not possible to perform the high pressure test at the time as the customer did not have a tubing clamp. It was advised to change the entire set, reservoir and insulin. The customer's blood glucose went down to the lower end of the 300 to 399 mg/dl range. Nothing further reported.